Manufacturer narrative:
The lead was in use for treatment. The lead was in service for approximately 19 years, 3 months before being explanted on (B)(6) 2020. The lead was explanted and not returned for analysis. There is no allegation that the device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Qa is unable to review the device history record for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Quality assurance procedure final labeling/packaging inspection of all products indicates that all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. Per instructions for use (IFU) informs the user informs the user of possible complications. The leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
The customer reported entire system extracted due to patient having sepsis not related to device. No allegations against the devices.